Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart condition and asthma. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil is unable to directly address the symptoms outlined in the complaint. Pil can confirm patient is having trouble getting a replacement device and her case has been escalated to presidential escalation and will be getting her money back for the device. Patient states that she has a heart condition and asthma. Filter was returned. No humidifier was returned. Dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it air inlet filter and air inlet filter area had dust-like contamination and tiny hairs/fibers. Iso (international organization for standardization) port end cap and battery access end cap had dust-like contamination and small black (inconsistent with degrading sound abatement foam) unknown pieces of contamination. Pca (printed circuit assembly) at c47 and c48 had potential excess flux on it. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Slight dust-like contamination was in the bottom of the blower box. Pil used a fitt (foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. The pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The pil concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The pil concludes there was no evidence of sound abatement foam degradation. Pil was not able to confirm the complaint or address the symptoms specified.